Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the item shows signs of metal transfer on the surface of the ceramic head and also within the taper area. The outside circumference of the head was measured which confirmed it was within specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). 28mm i.d. 44mm o.d. Size f bearing, item# 110031012, lot# 65461996. Foreign ¿ japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was implanted with the g7 dual mobility system. The head came off the bearing three (3) weeks postoperatively. The patient was revised due to head and bearing disassembly. Due diligence is in progress for this complaint; to date no additional information or product has been received.